Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (b)96) 2021, it was reported that the patient's infusion set's tubing connector got disconnected. No further information available

Event description:
On 04-oct-2021: follow up information was submitted to update awareness date and the result of complaint investigation of the returned used device (one tubing) showed that the tubing was detached from the pcc connector. Based on the result: type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On 06-aug-2021, it was reported that the patient's infusion set's tubing connector got disconnected. No further information available.